Manufacturer narrative:
A product investigation is in progress.

Event description:
Cramps- vaginal [dysmenorrhoea]. Tampons falling apart inside me- vagina [foreign body in reproductive tract]. Tampons falling apart, string came off [device breakage]. Case narrative: consumer reported via phone that tampons are falling apart inside of her and the string came off. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Cramps- vaginal [dysmenorrhoea] tampons falling apart inside me- vagina [foreign body in reproductive tract] tampons falling apart, string came off [device breakage] case narrative: consumer reported via phone that tampons are falling apart inside of her and the string came off. No serious injury reported.